Manufacturer narrative:
The device was not returned for evaluation; however, per report, there was no device malfunction. A design history record (DHR) review for the valve was not performed/required as there was no allegation of device malfunction. Cine images were submitted to edwards for review. The following observations were made: unable to assess native aortic valve calcification as there is a prosthetic valve in place. There is no mac. Cine demonstrates the sapien valve was canted (medially 20/80 ventricular, laterally 40/60 ventricular) and in the lvot with presence of significant ar. There is good coaxial alignment of valve and delivery system and poor image intensifier angle. The sapien xt valve is positioned and deployed 100/0 aortic, with subsequent aortic embolization. Ventilation is not held and there is no loss of pacing capture during valve deployment. Impressions: initial sapien was canted and ventricular. Cannot confirm initial valve position as imaging from the initial procedure was not provided. The cause for the reported ventricular movement of the initial sapien valve cannot be assessed with the images provided. The image intensifier angle was poor and the sapien xt valve was positioned significantly aortic with subsequent embolization. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, based on the imagery review, the root cause of the migration cannot be confirmed; however, it was reported that the patient's first valve was deployed too ventricular, with overhanging leaflets. The initial ventricular deployment at the time of the index procedure could have caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Furthermore, a complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. On this basis, no corrective or preventive actions are required.

Event description:
As reported by edwards field clinical specialist (cs), approximately 12 months post transaortic tavr procedure, the patient presented with symptoms of aortic stenosis and upon investigation migration of the sapien valve towards the ventricle was identified. Per report, the patient's native calcified leaflets were overhanging the first valve causing symptoms of aortic stenosis. The decision was made to deploy a second valve and cover the overhanging leaflets. Upon deployment of the 26mm sapien xt valve it was deployed too aortic and embolized into the aorta. The physician's attempted to use the delivery system balloon in order to pull the valve back and secure it in the aorta however, the arch was too narrow and they were unable to deploy in the ascending aorta. The team decided to convert to an open avr procedure.

Manufacturer narrative:
(B)(6). Investigation is ongoing.